Manufacturer narrative:
The technician investigated the nurse call an side com functions and found they both function as designed. The technician found the account has a ring delay set into their nurse call system. The cause is user error, the account did not understand the function of their nurse call system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on ths bed in 2012 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. No repair needed the bed functions as designed. Based on this information, no further action is required.

Event description:
The technician reported that the account states the nurse call is not ringing from the bed to the nurses's station. The bed was located in room 519 at the facility. There was no patient/user injury reported. (B)(4).